Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced increased incontinence and the pump was not functional. A surgical procedure was performed during which the entire device, including tandem cuffs, was explanted and replaced with a new aus system. No further patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for balloon is (B)(4). C2/d10: concomitant product UDI for both cuff components are (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.